Event description:
A report was received that the bsn representative analyzed the patient's ipg database and confirmed premature battery depletion. Ipg replacement had been recommended.

Event description:
A report was received that the bsn representative analyzed the patient's ipg database and confirmed premature battery depletion. Ipg replacement had been recommended.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well postoperatively. Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The fast battery depletion of the ipg had been confirmed. Sleep current was out of the expected range. Depletion rate with stimulation turned off was higher than expected. The analog integrated circuit (aic)-u1 damage resulted in rapid battery depletion of the ipg. Exposing aic to high electromagnetic or voltage transient environment can cause this type of failure. The root cause of the damage was unknown.